Manufacturer narrative:
Device is combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that balloon deflation failure occurred. The totally occluded, target lesion was located in a low tortuous, highly calcified, right coronary artery. Following deployment of a 3.50 x 28mmm promus elite stent, the stent delivery system balloon failed to deflate and could not be pulled back into the guide catheter. No patient complications were reported and the event had no effect on the patient outcome.